Manufacturer narrative:
The lot number is unknown as the associated device was assigned to multiple finished lots, see below: slap hammer adapter # 14-442055 lot 393880, slap hammer adapter # 14-442055 lot 394400, slap hammer adapter # 14-442055 lot 222780, slap hammer adapter # 14-442055 lot 073200, slap hammer adapter # 14-442055 lot 116940. Report source - (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling: surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose.

Event description:
Instrument fractured upon impaction during a hip arthroplasty. There was a delay in the procedure of 50 minutes reported.